Event description:
The customer reported that the needles in the pack are the wrong length. The packaging states the needle is half an inch and when the package is opened, the needle is a one inch. No patient impact has been reported. The investigation is in progress and additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).